Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle failed to deliver medication during use. The following information was provided by the initial reporter: "needle blocked."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes, d9: returned to manufacturer on: 31-may-2022. H6: investigation summary: customer returned one (1) used 32g x 4mm pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). The cause for this issue is user related. The npe cannula was broken by the user after handling the pen needle.

Event description:
It was reported that the unspecified bd¿ pen needle failed to deliver medication during use. The following information was provided by the initial reporter: "needle blocked."